Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, however, two medical images were provided for review. The investigation is confirmed for the reported fracture issue, as the images shows a ponsky peg tube with a split noted at the distal end. A definitive root cause could not be determined based upon available information. Labeling review: h10: d4 (expiry date: 09/2020),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during insertion of percutaneous endoscopic gastrostomy, the tip of the device was allegedly split. It was further reported that the device was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however images have been provided. The investigation of the reported event is currently underway. (Expiry date: 09/2020).

Event description:
It was reported during insertion of percutaneous endoscopic gastrostomy, the tip of the device was allegedly split. It was further reported that the device was removed. There was no reported patient injury.